Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check the day after procedure, right ventricular (rv) oversensing was noted. There were noise episodes noted, but it was not associated with the implant. No oversensing was noted with minimal isometric testing performed due to surgical incision. There was no oversensing noted when the patient was tested in multiple positions laying supine, seated or standing positions and during second interrogation. The patient presented to the lab on (B)(6) 2019. The pocket was revised. The lead was removed from the device header, and oversensing was noted. After the right ventricular set screw was tightened, no oversensing was noted. The physician did not allege any malfunction or issues with device or leads. The patient was stable throughout.